Event description:
It was reported that the ilet touchscreen displayed vertical lines, the screen was cracked of unknown cause, the device was not functional, and it was no longer watertight, prompting replacement and transition to multiple daily injections; the patient was using a dexcom g7 sensor. Symptoms included thirst. Outcomes included hyperglycemia up to 399 mg/dl for approximately three hours without ketone testing, medical intervention, or hospitalization, and the patient used subcutaneous insulin pens as backup therapy. Investigation included review of the complaint details, logistics for replacement, and coordination of device return for evaluation. Investigation of this device revealed a hardware screen visibility failure associated with the display component and enclosure integrity, rendering the device nonfunctional and necessitating shutdown and replacement. Based on previous findings for similar reports, we concluded that the cause was physical damage to the device, leading to component failure.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."